Event description:
Blood would not drip from baxter blood tubing. Two other nurses tried and failed. Blood pump tried with no luck. Blood took down and they ran a little out and it was thick and stringy. Lab notified and came up and brought another baxter tubing, but it didn't work either. Lab then gave them old tubing and then it worked. Supervisor told them to take blood down - send it to lab and give the second unit. All blood and tubing sent to lab.